Event description:
It was reported that the pump was alarming no disposable clamp the tubing. The patient was instructed to clamp the tubing, unlock the cassette and check for air in the line. There was air present . The patient massaged the tubing and tapped on the cassette. The patient reattached the cassette and restarted the pump. The pump was running correctly. No patient injury was reported.

Manufacturer narrative:
A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Other, other text: b5: initial reporter occupation was updated to non-healthcare professional on (B)(6) 2022. The information was provided in the notification email. (B)(6) 2022 is the date the missing initial reporter occupation was discovered).